Manufacturer narrative:
The device is reported to be available; however, it has not been received to date. The root cause of this complaint cannot be determined at this time. An eval will be performed once the device is returned. (B)(4).

Event description:
Coiling treatment was conducted of a splenic-renal shunt. It was reported that the coil was difficult to frame in the desired location. Upon removal of the device, the coil prematurely detached. The coil and catheter were removed together successfully. No injury was reported with the pt as a result of the procedure.